Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect. The defect was not balloon sized. At a 24 hour follow-up it was noted that the occluder had embolized to the pulmonary artery. The occluder was snared out and the patient was doing well following the procedure.

Manufacturer narrative:
Results - the review of the manufacturing records verified that this lot met all pre-release specifications. The device was discarded and no images were available for review.